Event description:
The customer contact reported the patient received more medication than intended. At 0700, line a of the device was programmed to deliver lipids at a rate of 0.4ml/hr and the delivery was started. No further programming parameters were provided. It was reported that throughout the day, the nurse performed hourly checks on the patient and noted the device was delivering as programmed. At 1530, the nurse went to do an hourly check on the patient and found that the device was still infusing at the programmed rate of 0.4ml/hr; however, the device displayed a volume infused of 4ml of lipids. The physician was notified. A "chem 7" and triglycerides level were drawn with results reported as "within normal limits." The device was removed from clinical service. After an unspecified length of time, the therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the manufacturing facility. The pump history indicated that the pump continued to be in use after the reported date. All data from the reported event date of (B)(6) 2010 was overwritten by the newer information. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).